Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The returned device data was inspected. The inspection revealed that the ICD activated the backup-mode, because it detected invalid memory content on september 15th, 2015 at 3:45am. Based on the available data the root cause for the invalid memory content could not be determined. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will, by design, activate the backup mode to assure the patients safety. The ability of the device to deliver therapies is not affected by the safety mechanism. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In conclusion, the activation of the backup-mode resulted from the detection of invalid memory content. The root cause could not be determined. It cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, could have contributed to this occurrence.

Manufacturer narrative:
(B)(4).

Event description:
Device was found to be in backup upon interrogation. The device was reset, reprogrammed, and a full follow-up was performed. The device remains implanted.